Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. An attempt was made to advance the promus stent delivery system (sds) through the guiding catheter; however, as the device exited the distal end of the catheter, it was observed that the stent dislodged from the sds balloon, and remained in the guiding catheter. The dislodged stent was removed with the guiding catheter. Another promus was used to complete the procedure successfully. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent delivery system (sds) was not returned for analysis and no anatomical information is available which may have assisted in the investigation. In this case, it possible the anatomy may have been tortuous and caused the stent to interact with the inner diameter of the guiding catheter, subsequently contributing to the reported stent dislodgement. The stent dislodged within the guiding catheter and was successfully removed from the patient inside the guiding catheter. Potential causes for stent dislodgement, may include interaction of the stent with the lesion, anatomical conditions, accessory devices and/or previously implanted stents. To help ensure stent dislodgement is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. Although a conclusive cause for the reported stent dislodgement cannot be determined there are no indications of a product quality deficiency. A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for stent dislodgement for this lot. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.